Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the sensor failed, and upon removal, the patient noticed that the wire was missing and noticed that the site was bleeding. The patient tried to feel the insertion site and stated that it felt painful. The wire was not visible from the insertion site but stated that she feels that it is in the skin. A follow-up call was made on (B)(6) 2026. The patient confirmed that the patient visited a doctor¿s clinic on (B)(6) 2026, where an x-ray was performed. Based on the x-ray results, the physician confirmed that the wire was present in the arm. No attempt was made to remove the wire at that time. The patient was prescribed an oral antibiotic bactrim 800 mg to be taken every 12 hours. The patient was scheduled for surgical removal on (B)(6) 2026. There was no documentation about any removal of the wire. There was no documentation of further medical intervention. No other details were documented. At the time of the report, there was no change in the patient¿s condition. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.